Event description:
The customer reported the 9600 system displayed charger and regulator failure error messages. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as the service call was cancelled and repair info is unavailable. However, no report of pt or staff injury was reported.